Event description:
It was reported that balloon rupture occurred. A 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 3mm x 40mm x 146cm coyote es was advanced for dilation. However, during the first inflation at 5 atmospheres for 5 seconds, the balloon ruptured vertically. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported. The patient's condition was good post procedure.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city : .